Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking from the devices. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of reported insufflations issues. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The final quality release criteria were met before this batch was released for distribution.